Event description:
Procedure performed: lc. Event description: the doctor collected the specimen in a bag, pulled the handle to close the bag, but there was resistance and it could not be closed. He gave up on collecting it as it was and used a different stock cd001 from the hospital inventory. After the case, he checked the defective product and found that the bead part was caught in the middle. No patient injury or illness associated with this event. Replaced to a hospital inventory new cd001 and the procedure was completed. This event unit will be returned. Intervention: replaced to a hospital inventory new cd001 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: lc. Event description: the doctor collected the specimen in a bag, pulled the handle to close the bag, but there was resistance and it could not be closed. He gave up on collecting it as it was and used a different stock cd001 from the hospital inventory. After the case, he checked the defective product and found that the bead part was caught in the middle. No patient injury or illness associated with this event. Replaced to a hospital inventory new cd001 and the procedure was completed. This event unit will be returned. Intervention: replaced to a hospital inventory new cd001 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of bag did not cinch, and the bead was found to be stuck in the tube. Additionally, a lip was observed along the tubes¿ distal end, forming a raised ridge along the circumference. Based on the condition of the returned unit and the description of the event, it is likely that the snap ring around the bead came into contact with the tube lip during deployment, creating resistance. The user may perceive the resistance as signifying that the device is fully deployed, then retract the actuator while the bead/snap ring is still in the tube. Applied medical has performed a historical trend analysis and review of production records and no systemic patterns were identified. Correction: section h6. Device code has been updated to 2983 (mechanical jam). Added 4721 (rod/shaft) to component code.